Event description:
It has been reported to philips that movement of allura system was not possible. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) reviewed the system error log and confirmed that the system was unable to communicate with the geo ipc. Troubleshooting actions showed a problem with the b3 fuse as there was no power input. The fse replaced the b3 fuse and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by using other system. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Upon functional testing fse found that the actual problem was with b3 fuse in power supply. The user connected non-philips device to allura xper fd20's power supply, due to which the power supply fuse was burned, then the table could not be locked, and the device was not able to expose. The fse replaced the b3 fuse. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.